Manufacturer narrative:
A review of the image provided of the torn pouch device shows that there was a horizontal tear at the top of the pouch approximately 3 inches long. The tear or cut in the pouch was remarkably clean and toward the end of the tear it started to propagate to the top of the pouch. All pouches go through a process in manufacturing whereas a production operator places the product that is in a tray into the tyvek pouch. At this point in the process, a tear of this size would have been noticed. The operator then seals the pouch per manufacturing procedure. The bar sealing operation is conducted manually as the pouched product is fed through the sealer by the production operator to ensure the product is sealed properly. Following the sealing operation, the product label is applied to the pouch. The production operator is then required to 100% inspect every sealed pouch per the visual aid. Per the visual aid all packaging must be free of "visual defects such as discoloration, tears, pinholes, scuffs, and ragged edges". In this regard, it is reasonable to assess that a breach in the pouch of this size would have easily been detected in one of the multiple operations where the product is visual inspected and handled. It is highly unlikely that damage of this nature would have gone unnoticed during either of the aforementioned processes in manufacturing. All product during the validation phase prior to product launch is packaging ship tested to ensure the integrity of the packaging material and ultimately the protection of the product within the packaging and to maintain sterility. There were no breaches of the sterile barrier or tyvek pouch noted during this validation. Instruction for use (IFU) states in the precautions section the following: " do not use the icast covered stent if the sterile package is compromised or the icast covered stent is damaged". It is likely that the product pouch was damaged when either being opened or during transit but there is no evidence to conclude that the product was manufactured with such a large breach of the tyvek pouch. In this regard, we have confirmed that there was a breach of the tyvek barrier but cannot conclude that it was due to the manufacturing process of the device and there were no non-conformances during the manufacture of this lot of icast catheters. H3 other text : image of device provided for evaluation.

Manufacturer narrative:
Additional information: d10.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that when the icast box was opened the sterile icast package had a tear in it.